Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was admitted to the hospital shortly after the implant procedure for pain and discomfort in the leg. Additionally, the patient reported an incident of falling after leaving the hospital and currently has a uti. Nevro had attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. There have been no reports of further complications regarding this event. Follow-up indicated that the patient is currently using the device and receiving effective pain relief.